Manufacturer narrative:
Results of investigation: the failure analysis technician evaluated the vela front panel and conducted a visual inspection. There was visible ingress moisture residue on the front panel. The display powered up in service mode and initialized patient-user displays and colors with no problems. Performed display calibration and touch display interaction was successful and could be calibrated. Reported problem could not be duplicated but failed due to intermittent operation caused by ingress moisture between the membranes of the touchscreen. The failure was isolated to the touchscreen.

Manufacturer narrative:
(B)(4). Field service replaced the lcd and performed user verification tests and operational verification procedures. After the repair, the unit was operating according to manufacturer specifications.

Event description:
The customer was experiencing an inactive touch screen on one of their units.